Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 17 inch ext set w/1.2mf & sms was cracked. The following information was provided by the initial reporter: material no: 20128e batch no: unknown it was reported the filter was cracked.

Event description:
It was reported that 17 inch ext set w/1.2mf & sms was cracked. The following information was provided by the initial reporter: material no.: 20128e batch no.: unknown it was reported the filter was cracked.

Manufacturer narrative:
It was reported the filter was cracked. Received from the customer is one used extension set model 20128e lot unknown. The set was received with traces of medication in the tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks on the filter or other anomalies were observed with set during initial visual inspection. Functional testing was performed by filling a lab syringe with blue dye water and attaching it to the set and priming the whole set by flush. Small droplets were noted to be leaking from the top and bottom air vents (termed ¿weeping out¿) of the 1.2 micron filter (p/n 10012218). No other leaks were observed throughout the set. Device history record for model 20218e could not be performed due to no lot number being provided by customer. The customer¿s report that the filter was cracked was not confirmed. However functional testing found the filter leaked from the top and bottom air vents. Visual and functional testing observed no cracks from the filter component. Functional testing observed small droplets leaking from the top and bottom air vents (termed ¿weeping out¿) of the 1.2 micron filter on both received sets. Although the root cause was not definitively determined, the proximate identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vents. H3 other text : see h10